Event description:
Reporting surgeon stated catheter was inserted for renal dialysis by another surgeon on 6/17/96. Catheter functioned well for a year and a half. On 2/27/98, pt woke up with a large amount of blood coming out from the catheters end of the hub. The catheter was clamped, surgeon unscrewed the hub, catheter was found to have completely sheared off within the hub. Pt could have bled to death if she had not woken up. On 2/27/98 catheter was repaired by reporting surgeon.